Event description:
It was reported a patient presented remotely with far field r-wave oversensing noted on their implantable cardioverter defibrillator (ICD). The device was later explanted on (B)(6) 2023 and the new device was programmed to restore normal parameters. The patient status was stable.

Manufacturer narrative:
The report of the event oversensing was confirmed by reviewing the device data. However, the oversensing reported event was caused by external (non-device related) factors. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. A longevity analysis was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.